Event description:
While harvesting the right leg vein, the distal tip of the maquet vasoview hamopro (laparoscopic vein harvesting system) 2-3mm portion of jaw boot broke off. An inspection of the area was done by the operating room staff and maquet product representative who happened to be in the case. A 2-3mm light grey piece of material that appeared to the representative and team to be the tip was recovered. The patient safety manager noted on closer inspection that this piece of material on exam looked like a portion of sticker and did not resemble the portion of the jaw boot that was missing. Maquet cardiovascular quality engineer I-failure analysis (B)(6) and (B)(6) provided with instrument and piece of material found. (B)(4).